Manufacturer narrative:
An event of not being able to deploy the device after retraction was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 20mm amplatzer cardiac plug was selected for implant with a torque 45x45 10f delivery sheath. The device advanced in the delivery system without difficulties, but was deformed when deployed. The device was retracted. The physician repositioned the device at the intended implant site, but had difficulty advancing the device and the device failed to deploy. The delivery system and the device was removed from the patient. A 13f delivery system (lot # 6203237) and new cardiac plug (lot#6187840) was successfully implanted. The patient remained hemodynamically stable throughout the procedure, although additional sedatives and anticoagulant were needed. There was a clinically significant delay in the procedure due to the additional medication treatment. No patient consequences was reported.